Event description:
After setting up our pinnacle compounder in the morning and starting our first tpn we noticed dripping fluids coming from the tubing at the manifold. We removed tubing that was dripping, and replaced it with new set.